Manufacturer narrative:
The investigation for the saturated flow has been completed. The pump was not returned for investigation. Data logs show steady rise in pump flow and motor current while running on p-level p6 without any reported motor current spike. The doctor withdrew care after observing pump flow saturation. The cause of the saturated pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. Added- h6 impact code 4627.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as escalation of care from an impella cp device. During support, the impella had flow saturation as the motor current was trending upward with higher flows. The impella 5.5 was explanted.